Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met specifications prior to shipment. This MDR is being filed after a retrospective review of all complaint reports.

Event description:
Patient initially contacted the clinic on 11/12/2012 regarding dissatisfaction with the results of the treatment (lack of efficacy for sweat reduction). However, he also reported that he developed an infection that required antibiotics from a treatment five months earlier. The infection had resolved but he was left with residual scars, unknown if they were improving with time.